Event description:
Device was explanted due to unable to interrogate after dft. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the ICD was visually inspected. The inspection revealed a spot of molten titanium on the ICD housing. The ICD was subjected to an electrical analysis, confirming that the device could not be interrogated. Therefore, based on the observed symptoms, it is reasonable to assume that a shock delivery into an external short circuit led to a damage of the electrical module. Due to the damage of the electrical module the device could not be interrogated and the memory content of the device was not restorable. Possible clinical complications that might lead to an external short circuit include - but are not limited to - a twiddler syndrome, a subclavian crush syndrome or other lead insulation damages. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the observed damage characteristics. Particularly the final acceptance test proved the device functions to be as specified. There was no indication of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.